Event description:
A battery depletion issue led to a pump shutdown, which was reported by the customer. There was no adverse impact to the customer¿s blood glucose level as cts confirmed that insulin administration resumed. The caller received education regarding pump operation, understood the situation, and refused further follow-up from cts.